Event description:
The customer reported that while in patient use, the ventilator gave a transducer fault. The patient was removed from the ventilator and placed on another ventilator. No patient harm.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and checked event log and confirmed alarms. Replaced main board, turbine, flow sensor o-rings, and receptacle cover. The ventilator meets specifications.